Manufacturer narrative:
The pump was received with an intermittent button response and a button error alarm due to corroded keypad traces. It was noted that there were no numbers scrolling during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, cracked battery tube threads, and a cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that she was trying to do a bolus but the numbers scrolled. Customer took out the battery and the pump started scrolling when she tried to set the time and date. Customer stated that the pump started working during the call. Customer's blood glucose was 406 mg/dl. Customer stated that she treated with a shot while on the call. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.